Event description:
It was reported that the patient's response to sound on the left side had worsened since the first fitting and that she was not hearing as good as on contra-lateral side. The patient fell several time at the school. Re-implantation is considered but a date has not been scheduled yet.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.